Manufacturer narrative:
Service visited the site on (B)(4) 2011. The field service engineer (fse) replaced the broken male quick disconnect sump fitting and valves. The fse verified the instrument operation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak started while troubleshooting unicel dxc 800 pro synchron clinical system. The customer was troubleshooting a hydro error and broke the quick disconnect sump fitting, which allowed liquid to leak out. The customer also observed a spark in the waste to exit transfer valve area. The customer powered down system before contacting bci customer technical support. No operator exposure was noted and there was no effect to patient or user.